Manufacturer narrative:
The glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope video baton 2.0 large and confirmed the intermittent image issue. The hdmi connector on the baton was found to be worn/damaged. The glidescope video baton 2.0 large was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, there was a split screen, an inverted image and when the cable was moved, the image went in and out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.